Event description:
The consumer reported two (2) false negative results with the binax now covid-19 antigen self-test on an unknown date. This report addresses test one (1) of two (2). The consumer reported a false negative result with the binax now covid-19 antigen self-test performed on a nasal swab. Confirmation testing at an urgent care using an unknown platform generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference 1221359-2022-03008 through 1221359-2022-03009.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The customer was unable to provide the required intake information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.